Event description:
Pt had total shoulder arthroplasty on (B)(6) 2016 and physician placed a drain in the incision. Physician pulled drain out next morning and drain broke with a piece still in pt. Pt returned to surgery on (B)(6) 2016 to remove the remaining piece of drain. Physician nor surgery staff retained the piece of drain for further evaluation.